Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported obtaining a sensor reading of 160 mg/dl and experienced loss of consciousness. The customer had contact with a healthcare provider who obtained a glucose reading of 40 mg/dl and was administered intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.